Event description:
The user reported that, during preparation for use for cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the backup battery could not be charged. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The device was evaluated by field service representatives at the user location the device was undergoing maintenance at the time of the reported event. A circuit board replaced at that time was equipped with a version of software incompatible with the central control module of the pump system. The result was the reported message concerning battery charging. Update of the circuit board software returned the pump system to full function.